Event description:
The patient called animas on (B)(6) alleging that it is difficult to activate desired pump functions when pressing the ok button. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the ok and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok button contact was misaligned.